Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). Same case as 2134265-2009-06268. It was reported that post a coronary artery stenting treatment procedure, the patient died. In (B)(6) of 2007, the patient underwent treatment of two lesions. Lesion 1 was in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and the lesion length was 20mm. Pre-procedure there was 99% stenosis and post-procedure there was 0% stenosis. A 3.0x20mm liberte stent was implanted. No additional procedure was performed in the target lesion. The procedure was a technical success. Lesion 2 was in the left main (lm) artery. The reference vessel diameter was 3.5mm and the lesion length was 20mm. Pre-procedure there was 98% stenosis and post-procedure there was 0% stenosis. A 3.5x20mm liberte stent was implanted. No attempt was made for direct stenting. No additional procedure was performed in the target lesion. The procedure was a technical success. The patient was discharged six days after the index procedure. The patient had an anginal complaint. The patient had unstable angina, braunwald classification (iii b). The discharge medication was heparin and a iib iiia agent. The patient had sudden cardiac death on the day of discharge.